Manufacturer narrative:
Investigation: x-no sample returned. Analysis and findings: complaint (B)(4). Distribution history: this leep precision is produced by csi. Specific distribution history for the refenced unit is not available with the provided information. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional information. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was not returned. Visual evaluation: visual examination is not possible. No unit returned. Functional evaluation: a functional evaluation is not possible. No unit returned. Root cause: no definitive root cause for this issue could be reliably determined as the unit was not returned to evaluate. No direct corrective actions applicable to the complaint unit loosely described on this complaint. A recent find for this failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. The issue was addressed on CAPA 744. All units in house were updated accordingly and recall 1216677-09-03-2021-003 was initiated. Preventative action activity coopersurgical will continue to monitor this complaint condition for further trends.

Event description:
Mw5101560. "Serious mental trauma; my gynecologist found abnormal cells on my cervix and performed a loop electrosurgicalexcision procedure (leep) on (B)(6) 2021 using a coopersurgicalleep precision integratedsystem, model lp-010-120. Within hours of coming home after the procedure, I had heavy bleeding. I called my doctor and came back to her office the next day on (B)(6) 2021 for her to examine me. At this point, I was bleeding out significantly from my cervix, which was extremely scary and traumatizing. Using the same device my doctor tried recauterizing the incisions she made to stop the bleeding. However, the coopersurgical device malfunctoined and was not working . Because the device malfunctioned , I ended up having to go to the emergency room at mount sinai hospital where my doctor could use a different device to stop the bleeding. Ultimately, she was able to and I had to stay in the hospital for a day to fully recover before I could go home. The malfunctioning coopersurgical device caused me serious and significant blood loss , I had clots the size of my fist pouring out of me , massive trauma to my cervix - which took over one month to heal properly and could have resulted in serious long term damage to my reporductive organs, and significant mental stress and trauma given the amount of blood loss , time in the hospital, and pain I had to withstand while my doctor tried to use the malfunctioning device. I understand from speaking wit my doctor that she had the device serviced prior to my procedure. Clearly, it was not serviced properly. Sincr my procedure, I have received nearly (B)(6) in medical bills between my gy7necologist and emergency treatment at (B)(6) this has been extrememly scary and life altering experience. " 1216677-2021-00143 leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Mw5101560. "Serious mental trauma; my gynecologist found abnormal cells on my cervix and performed a loop electrosurgical excision procedure (leep) on (B)(6) 2021 using a coopersurgical leep precision integrated system, model lp-010-120. Within hours of coming home after the procedure, I had heavy bleeding. I called my doctor and came back to her office the next day on (B)(6) 2021 for her to examine me. At this point, I was bleeding out significantly from my cervix, which was extremely scary and traumatizing. Using the same device my doctor tried recauterizing the incisions she made to stop the bleeding. However, the coopersurgical device malfunctioned and was not working. Because the device malfunctioned, I ended up having to go to the emergency room at (B)(6) hospital where my doctor could use a different device to stop the bleeding. Ultimately, she was able to and I had to stay in the hospital for a day to fully recover before I could go home. The malfunctioning coopersurgical device caused me serious and significant blood loss, I had clots the size of my fist pouring out of me, massive trauma to my cervix - which took over one month to heal properly and could have resulted in serious long term damage to my reproductive organs, and significant mental stress and trauma given the amount of blood loss, time in the hospital, and pain I had to withstand while my doctor tried to use the malfunctioning device. I understand from speaking wit my doctor that she had the device serviced prior to my procedure. Clearly, it was not serviced properly. Since my procedure, I have received nearly [?] In medical bills between my gynecologist and emergency treatment at [?] This has been extremely scary and life altering experience." Leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Mw5101560. "Serious mental trauma; my gynecologist found abnormal cells on my cervix and performed a loop electrosurgical excision procedure (leep) on (B)(6) 2021 using a coopersurgical leep precision integrated system, model lp-010-120. Within hours of coming home after the procedure, I had heavy bleeding. I called my doctor and came back to her office the next day on (B)(6) 2021 for her to examine me. At this point, I was bleeding out significantly from my cervix, which was extremely scary and traumatizing. Using the same device my doctor tried recauterizing the incisions she made to stop the bleeding. However, the coopersurgical device malfunctioned and was not working. Because the device malfunctioned, I ended up having to go to the emergency room at (B)(6) hospital where my doctor could use a different device to stop the bleeding. Ultimately, she was able to and I had to stay in the hospital for a day to fully recover before I could go home. The malfunctioning coopersurgical device caused me serious and significant blood loss, I had clots the size of my fist pouring out of me, massive trauma to my cervix - which took over one month to heal properly and could have resulted in serious long term damage to my reproductive organs, and significant mental stress and trauma given the amount of blood loss, time in the hospital, and pain I had to withstand while my doctor tried to use the malfunctioning device. I understand from speaking wit my doctor that she had the device serviced prior to my procedure. Clearly, it was not serviced properly. Sincr my procedure, I have received nearly [?] In medical bills between my gynecologist and emergency treatment at [?] This has been extremely scary and life altering experience. " leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Mw5101560. "Serious mental trauma; my gynecologist found abnormal cells on my cervix and performed a loop electrosurgical excision procedure (leep) on (B)(6) 2021 using a coopersurgical leep precision integrated system, model lp-010-120. Within hours of coming home after the procedure, I had heavy bleeding. I called my doctor and came back to her office the next day on (B)(6) 2021 for her to examine me. At this point, I was bleeding out significantly from my cervix, which was extremely scary and traumatizing. Using the same device my doctor tried recauterizing the incisions she made to stop the bleeding. However, the coopersurgical device malfunctioned and was not working . Because the device malfunctioned, I ended up having to go to the emergency room at (B)(6) hospital where my doctor could use a different device to stop the bleeding. Ultimately, she was able to and I had to stay in the hospital for a day to fully recover before I could go home. The malfunctioning coopersurgical device caused me serious and significant blood loss, I had clots the size of my fist pouring out of me, massive trauma to my cervix - which took over one month to heal properly and could have resulted in serious long term damage to my reproductive organs, and significant mental stress and trauma given the amount of blood loss, time in the hospital, and pain I had to withstand while my doctor tried to use the malfunctioning device. I understand from speaking wit my doctor that she had the device serviced prior to my procedure. Clearly, it was not serviced properly. Since my procedure, I have received nearly [?] In medical bills between my gynecologist and emergency treatment at [?] This has been extremely scary and life altering experience." Leep precision intg sys lp-10-120 (B)(4).